Manufacturer narrative:
Follow up #1 submitted: 06/25/2013 device evaluation: review of the pump¿s settings revealed the remote bolus was set to ¿vibrate¿ and the temporary basal was set to ¿off¿. On testing, low battery and replace battery warnings were reproduced; the pump emitted the correct message on the screen. Investigation was unable to duplicate the complaint.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. The reporter indicated that on one occasion the pump was found to be displaying an alarm on the screen but there were no audible tones or vibrations occurring. The patient indicated that the pump was working fine since that occurrence. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.